Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in the left, anterior descending (lad) artery. The physician attempted to direct stent with a taxus express2 2.75x28mm drug eluting stent in the proximal lad and when he pulled the wire out of the lad, there was a thrombosis. The lad closed off and the clot integrated towards the left main (lm) artery. The circumflex (cx) was also closed off and the only vessel open was the ramus. At this point a balloon pump was inserted and a dopamine drip started. The patient was then sent for an emergency coronary artery bypass grafting (CABG surgery. Patient status is unknown. Additional information regarding this event has been requested.

Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.